Event description:
(B)(4). No additional information received. Material #: 306546; lot #: 3142743. It was reported by the customer that normal saline posi-flush syringe plunger detached from stopper when attempting to draw blood back into the syringe. No blood was obtained. Normal saline posi-flush syringe plunger detached from stopper when attempting to draw blood back into the syringe. No blood was obtained. Additional information 27oct2023: the product ref number is 306546 the lot # 3142743, exp date 2026-05-31.

Manufacturer narrative:
(B)(4). Follow up for device evaluation: it was reported the plunger detached from stopper when attempting to draw blood back into the syringe. To aid in the investigation, one sample with no packaging flow wrap or tip cap. A visual inspection was performed. The plunger rod is out of the syringe barrel and is partially assembled to the rubber stopper. The stopper and plunger rod have special design features which stop pull-back on the plunger rod. This safety mechanism prevents the solution from entering a non-sterile area of the syringe, helping to reduce the risk of solution contamination and thereby ensuring patient safety. Pulling back on the plunger rod, either before, during or after the administration of saline flush may lead to plunger rod being separated from the stopper, especially when the plunger rod is twisted during pull-back motion. The product is not designed to pull the plunger rod back to draw blood. A device history record review was completed for provided material number 306546, lot 3142743. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Material #: unknown. Lot #: unknown. It was reported by the customer that normal saline posi-flush syringe plunger detached from stopper when attempting to draw blood back into the syringe. No blood was obtained. Verbatim: normal saline posi-flush syringe plunger detached from stopper when attempting to draw blood back into the syringe. No blood was obtained.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a0413 - material separation.